Manufacturer narrative:
The customer reports that the cns (central nurse's station) locks up when trying to use the mouse. The mouse was unplugged and the cns was rebooted which now causes the cns to freeze every time the touch screen is used. Customer was advised to shut down the cns, unplug the power, and reseat the hard drive. Recontacted customer to determine status of cns. Customer advised he found a lot of lint blocking the air flow. Once it cooled off the customer reported it was fine. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reports that the cns (central nurse's station) locks up when trying to use the mouse. The mouse was unplugged and the cns was rebooted which now causes the cns to freeze every time the touch screen is used.